Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) was turning off by itself. The patient stated that they noticed that simulation would turn off without them touching the controller and they would see ¿stimulation off¿ displayed on the external device. It was noted that the patient would be able to turn therapy back on with their controller and that the issue didn¿t happen very often. No further complications were reported or anticipated. Indication for use is spinal pain.